Event description:
A customer reported via phone call indicating physical damage in the form of cracks on reservoir compartment of their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the crack in the reservoir compartment caused part of the reservoir chamber to break off of the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube seal and a cracked case at the display window corners.